Manufacturer narrative:
H11: as the serial number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the magnum driver is very difficult to prime. When primed it sometimes fired by itself, without user action. There was no patient involvement. Additional information received that it is difficulty to go from s to f, and sometimes a self-activation when position f is reached (not locked properly). Additional information again received that automatic activation occurs, even though cocking does not always occur, the device fired immediately upon the second cocking cycle. It can only be automatically activated/fired after it has been fully cocked.